Manufacturer narrative:
(B)(4). This complaint is not confirmed because peritonitis was not due to a breach in aseptic technique or device malfunction. The assignable cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed health professional from (B)(6) of fatal peritonitis in a patient coincident with dianeal pd2 1.5% ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 1.5% ultrabag therapy (dose and frequency not reported, lot number 1209052) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing until the time of death. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for peritonitis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2 gm) and fortum (1 gram), (frequencies and route were not reported) for the peritonitis. On an unknown date, the patient died due to the peritonitis. It was not reported if an autopsy was performed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.